Event description:
A medtronic representative reported that the site's fusion navigation system was tracking intermittently. The surgeon was in the patient's eye orbit instead of in the sinus. The surgeon chose to continue the case with the use of navigation. The site safety manager refused to provide any patient information other that there was no negative outcome to the patient beyond what was already known.

Manufacturer narrative:
The initial MDR had the "malfunction" field selected, but should have had the "serious injury" field selected instead, as the product investigation concluded that user error was the root cause and no malfunction of the product occurred. Per the system instructions for use, the user is advised the following: "metallic objects in or near the navigation field can degrade navigational accuracy. If metallic distortion causes excessive error, navigation will be disabled. To restore navigation, remove metallic objects from the navigation field." This information has been communicated to the user.

Manufacturer narrative:
Site safety manager refused to disclose patient demographic information. A medtronic ent technician went to the site, set everything up exactly as it was during surgery. That is when the technician noticed the root cause of the allegation. They were putting the fusion monitor next to the emitter which caused the system to behave in an intermittent manner. Once the monitor was pushed away the issue stopped. This information was conveyed to the customer.